Event description:
Pt had pectus bar placed in 2003. Returned to surgery same day for additional surgery (bar placement). Four days later returned to surgery for "flipped" bar with correction. Three months later returned for bar removal. Three days later, had episode of hemoptysis and hematemesis. Pt expired.